Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement test. However, the device was unable to prime during the prime test and alarmed during the basic occlusion test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 186 mg/dl. The customer reported a motor error alarm from the insulin pump during bolus. The customer reported that the insulin pump might have been exposed to radiation. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.